Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on an unk date and mesh was implanted. It was reported that the patient was hospitalized on an unk date for an infection which was drained and treated with antibiotics. It was reported that the patient experienced an infection. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/10/2022. Additional b5 narrative: it was reported that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient presented with foul smelling discharge- abdominal wall drainage on (B)(6) 2008. It was reported that the patient underwent mesh removal surgery on (B)(6) 2008. (B)(4) submitted for adverse event which occurred on (B)(6) 2008. (B)(4) submitted for adverse event which occurred on (B)(6) 2009. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.